Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint is unconfirmed and the root cause could not be determined.

Event description:
It was reported that a nexiva 22ga 1.00in y broke at the cannula during use. The following was reported by the initial reporter: "account manager, called customer service to advise that item is not working correctly.needles are becoming disconnected from the IV and moving around in the patients causing pain."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a nexiva 22ga 1.00in y broke at the cannula during use. The following was reported by the initial reporter: "account manager, called customer service to advise that item is not working correctly. Needles are becoming disconnected from the IV and moving around in the patients causing pain."